Event description:
It was reported that the lead showed an increase in impedance and pacing threshold. The pace/sense of the lead was partially capped and the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.